Event description:
Paramedics responded to a person with cardiac history complaining of chest pains. The pt stood up to move and then collapsed unconscious. The pt was connected to the device for external pacing. According to the reporter, while pacing, the device stopped pacing by itself, battery 1 went "low battery," and then the device powered down by itself. The reporter said the operator then powered the device back on and continued pacing although it stopped pacing by itself three more times and had to be manually restarted. The pt was transported to the hosp but was not resuscitated. The reporter did not indicate the alleged device malfunction caused or contributed to the pt's death.